Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis procedure: posterior lumbar fusion it was reported that modular fixed handle was attached mistakenly and the set screw was tried to be broken off, so the tip of the handle was broken. There was no broken piece remained in the patient¿s body. There was no patient complication as of now.

Manufacturer narrative:
Product analysis result: visual functional microscopic visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the relevant shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.